Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low reading of 38 mg/dl due to bolus wizard. The customer stated that it was due to what she ate last week and she drank coke to treat. The customer's blood glucose went up to 93 mg/dl. The customer was concerned that the pump was not showing the right amount of insulin left in the pump after it was first filled. The pump was not returned for analysis.